Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer complaint, before use, they found 1ea tube has fm in the gel.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and an insect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer complaint, before use, they found 1ea tube has fm in the gel.